Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 18-oct-2019 and inspection of the unit was performed on 22-oct-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube gauge/dig at stage 1, distal tip annual maintenance, primary operation channel resistance, distal cap/ case cracked, passed wet leak test, umbilical cable dent, passed dry leak test, light carrying bundle distal cover glass middle scratched, umbilical cable bump under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 11-nov-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, o-ring(0.5x1.3).